Event description:
It was reported that the patient was in an accident and feels that the trauma that occurred to the patients body also affected the patient to pump his implant, the patient could not inflate his inflatable penile prosthesis (ipp). All components were removed and replaced with a new ipp. It was found that the tubing was torn and detached from the pump. The patient was glad to have the ipp replaced.